Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 28 year-old female patient who had essure inserted for female sterilisation. There was no information on the patients medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2019, 607 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal date: (B)(6) 2019). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery - no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 28 year-old female patient who had essure inserted (lot no. He01343) for female sterilisation. The patient had a medical history of recurrent abortion (3 miscarriages), parity 3, flushing, stroke syndrome, arthritis, depression, anemia, asthma, tuberculosis, ovarian cyst, pregnancy, depression and pelvic pain. The patient had a family history of asthma and psychiatric disorder nos. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2019, 626 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Discrepancy noted: insertion date: as per plaintiff fact sheet it is (B)(6) 2017 and as per mr (B)(6) 2017 discrepancy noted: explanation date: as per plaintiff fact sheet it is (B)(6) 2019 and as per mr (B)(6) 2019 and (B)(6) 2019 both. (Patient had essure removed (B)(6) 2019). Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2018: a single frontal fluoroscopically obtained view of the pelvis demonstrates essure micro-insert devices in the right and left mid pelvis. The uterus is of normal configuration and the endometrial cavity accounts mildly distended with the contrast solution. There is complete occlusion of the right and left fallopian tubes or extravasating into the pelvis. Impression: successful complete occlusion of the right and left fallopian tubes is demonstrated by this examination. Batch nohe01343 production date: 2016-06-07 expiration date: 2019-06-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 07-dec-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 28 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2019, 607 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal date: (B)(6) 2019). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-apr-2023: ptc information. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 28 year-old female patient who had essure inserted (lot no. He01343) for female sterilisation. The patient had a medical history of recurrent abortion (3 miscarriages), parity 3, flushing, stroke syndrome, arthritis, depression, anemia, asthma, tuberculosis, ovarian cyst, pregnancy, depression and pelvic pain. The patient had a family history of asthma and psychiatric disorder nos. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2019, 626 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via bilateral salpingectomy on (B)(6) 2019). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no. Discrepancy noted: insertion date: as per argus (B)(6) 2017. As per mr (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2018: a single frontal fluoroscopically obtained view of the pelvis demonstrates essure micro-insert devices in the right and left mid pelvis. The uterus is of normal configuration and the endometrial cavity accounts mildly distended with the contrast solution. There is complete occlusion of the right and left fallopian tubes or extravasating into the pelvis. Impression: successful complete occlusion of the right and left fallopian tubes is demonstrated by this examination. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-nov-2023: mr received: lot number and expiration date added, reporters information patient medical history and lab data were added. Product insertion date and rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 28 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2019, 607 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via bilateral salpingectomy on (B)(6) 2019). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: new lawyer's reporter, essure removal via bilateral salpingectomy added in the non-drug treatment, patient's information amended. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.